Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the distal end of the ptfe pad was worn and partially separated. Both the probe tip and the grasping section had contact marks with each other. There was a scratch on the probe tip. The manufacturing history was reviewed, with no irregularities noted. Considering the evaluation result of the device, omsc concluded that the reported deformation of the ptfe pad was the partially separation. The ptfe pad was worn and partially separated due to activating output by the user without grasping anything (including after the tissue separated) while the grasping section was closed. The reported error and the contact marks occurred since the user kept activating output of the device with the worn pad, which caused contacting between the probe and the non-insulated area of grasping section. And also, because there was a scratch on the probe, it was possible that the reported error occurred since the user activated output while contacting the probe with some hard objects. The instruction manual of the device already cautions; do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. Based upon the finding of the evaluation, this report appears to be related to user handling.

Event description:
Olympus medical systems corp (omsc) was informed that, during a , the subject device was used. By about 5th time of output from the beginning of use, the ptfe pad of the device was deformed and unspecified error occurred frequently. The procedure was completed with another thunderbeat. There was no patient injury reported. After omsc received the subject device for evaluation, omsc confirmed that the ptfe pad of it was partially separated on (B)(6) 2015.